Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 19 in the mouth, primary stability could not be achieved due to lack of bony walls in type I bone. Clinician reports a local infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that on the day the implant was placed in ada site 19 in the mouth, primary stability could not be achieved due to lack of bony walls in type I bone. Clinician reports a local infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).